Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jul/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: gel bleed, granuloma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported explant of right side device. Follow-up findings show a new event of capsular contracture, baker grade unknown. Patient reported "lot of pain in my rib area and left breast. Evidence of gel bleed. Biopsy ((B)(6) 2007) results showed numerous cysts and multi-nucleated giant cells and lymphocytes most likely related to implant leakage" and ¿foreign object granuloma¿. The device was explanted.